Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 202 mg/dl. A cause for the past occlusions could not be identified. A system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed the cartridge and insulin was observed exiting the tubing.